Manufacturer narrative:
Field service investigation was not performed and no parts were returned for to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicate the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag b ack filled during treatment. There were no adverse reactions in the patient as a result. Despite multiple attempts, no further information is available. No sample has been made available for manufacturer evaluation.